Event description:
Procedure performed: lap chole. Event description: the complaint was generated from FDA medwatch report #: mw5163694 received 08jan2025. Hospital: [name]. Event date: 03dec2024. Model #: cd003. Lot #: 1532489. Applied medical universal retrieval system (endoscopic specimen bag: cat #cd003) broke inside patient's abdomen. The mental prong came off of the device but stayed attached to the bag. Patient's abdomen was searched and was confirmed by surgeon no metal had been retained. No injuries to patient occurred. Additional information obtained from hospital representative via email on 09jan2025: no specific interventions were used. Once it was determined the metal ring had broken, the surgeon searched the abdomen to ensure not additional metal was retained. The procedure was a lap chole. There were not any other devices used alongside cd003 when it malfunctioned. There were routine trocars in place, but none malfunctioned. The hospital representative does not know when the ball fell/partially slipped down the supports. The product is not available for return, but a photo was provided intervention: no specific interventions were used. Once it was determined the metal ring had broken, the surgeon searched the abdomen to ensure not additional metal was retained. Patient status: no injuries to patient occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming the complainant¿s experience of the specimen bag falling off the metal supports. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This report is to follow-up medwatch# mw5163694.

Event description:
Procedure performed: lap chole. Event description: the complaint was generated from FDA medwatch report #: mw5163694 received 08jan2025 hospital: [name] event date: 03dec2024 model #: cd003 lot #: 1532489. Applied medical universal retrieval system (endoscopic specimen bag: cat #cd003) broke inside patient's abdomen. The mental prong came off of the device but stayed attached to the bag. Patient's abdomen was searched and was confirmed by surgeon no metal had been retained. No injuries to patient occurred. Additional information obtained from hospital representative via email on 09jan2025: no specific interventions were used. Once it was determined the metal ring had broken, the surgeon searched the abdomen to ensure not additional metal was retained. The procedure was a lap chole. There were not any other devices used alongside cd003 when it malfunctioned. There were routine trocars in place, but none malfunctioned. The hospital representative does not know when the ball fell/partially slipped down the supports. The product is not available for return, but a photo was provided. Intervention: no specific interventions were used. Once it was determined the metal ring had broken, the surgeon searched the abdomen to ensure not additional metal was retained. Patient status: no injuries to patient occurred.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation. This report is to follow-up medwatch# mw5163694.